Event description:
Per the clinic, the patient experienced wound infection (specific date not reported). Subsequently, the device was explanted in (B)(6) 2017 (specific date not reported) and the electrode is left in-situ in the cochlea. Additional information has been requested but has not been made available as of the date of this report.